Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, upon inflation at 5 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another 16-4/5.8/75 xxl esophageal balloon catheter. There were no patient complications reported and the patient was fine.